Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood. Customer blood glucose reading at the time of hospitalization was unknown. Customer stated that she felt like she had high blood glucose and took insulin with out checking first. Nothing further was reported.